Event description:
It was reported that the coil prematurely detached during delivery. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. It was reported that three coils were used and the user does not know which coil lot was the one prematurely detached. (B)(4). Additional lot number: 8787168 (2ea).